Event description:
Information was received in aug 2005 from a pt designee regarding a pt with a history of arthritis, who experienced left knee replacement, left knee swelling, left knee effusion, bone cancer and blood cancer. The pt began treatment with synvisc on an unk date. The pt received one injection of synvisc into the left knee on an unknown date. After the injection, the knee swelled and had to be drained. The pt discontinued synvisc treatment. On an unknown date, the pt had a left knee replacement. Two to three years after receiving synvisc, the pt developed bone and blood cancer. Pt responded to a stem cell transplant.